Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened and there was intermittent power. The battery compartment was alleged to be cracked and the top of the battery compartment crack was worn. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: during investigation, there were pump reboots observed in the black box. The pump was returned with a crack in the battery compartment. The battery cap threads were stripped and the cap was unable to fit to the returned pump or a test pump. The intermittent power issues was duplicated during investigation. A test cap was able to fit for testing. The pump was exercised for 24 hours with no further loss of power occurring. There was moisture observed on the battery cap. A leak test failed due to a crack in the battery compartment. The pump was opened and there was no moisture found.